Manufacturer narrative:
Per internal review on 12-jun-2025, it was determined that the h6 health effect - clinical code for "cardiac perforation (e0604)" was not the most accurate code and will no longer be applied to this event. The most applicable h6 code for this event is "perforation of vessels (e0511)". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 17-jul-2025, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record review was performed for the finished device lot number 00002847 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
The report indicated during transseptal procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium, the patient experience puncture of the aorta treated with surgery. While performing the transseptal procedure, the aorta was punctured. The puncture was carried out using the vizigo and the brk transseptal needle. The sheath was left in the aorta, and the patient was transferred to cardiac thoracic surgery. The physician¿s opinion on the cause of this adverse event was this is a complication that can occur. It is not related to the product, but rather due to either the wrong puncture site or the needle slipping before puncturing. The patient required extended hospitalization.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).